Event description:
This report is a generic report to describe several issues facility has noticed recently regarding a peripherally inserted radiopaque silicone catheter (PICC line). Facility has had several instances of possible shearing of the catheter when the needle is removed after insertion. Two reports have been made (sfda0032433-1997-022 and 1997-021). Facility has been informed by several home health nurses that they have noticed a trend in catheters breaking in pts under their care. Facility was wondering whether the catheter material is less sturdy than previously (several years ago) and whether the stylet design has changed.